Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were experiencing low blood glucose with blood glucose of around 20 mg/dl quite often when they wake up. The customer states the screen damage makes his carb counting inaccurate. The customer was probably at 210 mg/dl at the time of the call, but cannot feel anything over 170 mg/dl. The customer used soda to treat. The customer was wearing the insulin pump during the incident. The customer received emergency medical assistance the week before (B)(6) 2017. The customer was given glucose gel to treat the low. The customer has had other low incidents of 27, 30, and 12 mg/dl and he was still functioning. The customer stated that their pump goes through batteries every 3 days, the reservoir compartment is broken, and the screen is hard to read. Troubleshooting was not completed. The insulin pump will not be returned for analysis.